Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 21-may-2026, a sales representative reported via (B)(4) that (2) ar-9215-1-03 universal quick connect handles broke, leaving the tip of one in the ar-9231-vl-03 univers vaultlock® & glenoid drill guide. This occurred during an eclipse anatomic total shoulder case. The broken fragment was retrieved from the patient. The case was completed. Additional information was provided on 04-jun-2026 where the sales representative reported via (B)(4) that the drill guide with a handle, both broke. The handle and drill guide were inserted by hand. A koker was used to remove the guide after the handle broke. All fragments were recovered from the patient. A koker on the drill guide after the second handle broke was used to complete the case. There was maybe 2-minute delay nothing substantial. There was no additional anesthesia administered.